Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that the balloon failed to deflate. The target lesion was located in the left main (lm) artery. After opening the stenosis, a 3.50x16mm promus element¿ plus stent was used to treat the vessel area. The stent was deployed without issue. However, upon deflating the balloon, only the proximal end of the balloon was deflated. The physician was able to pull the device inside the guide catheter with bigger force. One post-dilatation was needed and the procedure was completed with good results. No patient complications were reported and the patient's status was stable.